Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a partial display. The customer's blood glucose level was unknown. The customer stated the device was missing segments. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.